Event description:
Rn walked into check on medication infusing and primary line was full of large air bubbles throughout the line, infusing into the patient's midline. The alaris pump was not alarming and continued to infuse. The line was running normal saline at 20cc/hr. The alaris pump was labeled with pink sticker stating "biomedical instrumentation safety checked" and green label stating "vasf biomedical engineering next due may 2025, inspected by biomed engineer".